Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user encountered repeated ¿unable to proceed¿ alerts during a supply change, which was traced to a bent connector. The user completed the supply change successfully with a connector from a different lot. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.